Event description:
The hospital reported that during a saphenous vein harvest, the bisector bent. The device was removed and the case was completed with a new kit. Per harvester, the patient's tissue was very stiff and difficult to cauterize. The tunnel was small and she was doing a tunnel plasty when this occurred. She did need to push bisector with increased pressure due to decreased size of tunnel and increased tissue stiffness. There was no patient injury, no medical follow up needed. Minimal delay in case to open a new kit.

Manufacturer narrative:
Tw 1555766the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.